Event description:
The customer initially called for assistance with the basal rates. She stated she lost about 80 pounds and her current basal rates are causing low blood glucose. The customer stated she was hospitalized for low blood glucose last week. The reported blood glucose reading was 62 during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.